Event description:
It was reported that the tubing of four (4) em2400 valve sets had ¿torn off¿ resulting in air in the tubing. The event occurred during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: five (5) actual devices and two (2) companion samples were received for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. A visual inspection was performed on the actual devices and the tubing detached from the valve set for two (2) actual samples only. System level functional testing was performed on the remaining three (3) actual devices and one (1) companion device and the reported issue was not reproduced; there was no calibration errors/issues or detached tubing from the valve sets. The reported condition was verified on two (2) of the actual samples. The cause of the detached tubing could not be determined. The reported condition was not verified on the remaining three (3) actuals and companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.